Event description:
Thrombus was found in the implanted cypher stent approximately 26 months after the procedure.

Manufacturer narrative:
This patient presented to the cardiac cath lab for elective treatment of a de novo lesion in the mid left anterior descending artery (lad) of 18mm in length in a 2.5mm vessel diameter. The (b2) concentric lesion was also described as bifurcated and flexion. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 10,000 units. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atmospheres (atm) before deploying one 2.5x23mm cypher stent at 14 atm. Post-dilation was conducted with a 2.5x15mm balloon at 20 atm. Ivus was conducted. The residual diameter stenosis measured 0% . Timi flows measured ii and iii, pre and post-procedure, respectively. Act was not monitored. Post procedure medications included aspirin 100mg/day and ticlopidine hyrochloride 200mg/day (for four months). Twenty-six months later, the patient complained of chest pain and was hospitalized. Angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, poba was conducted. Nine days later, the patient recorded and was discharged. The physician opined that the cause of the thrombotic event was due to the patient's constitution. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.